Event description:
I have been using amo contact solution for about a month for the 1st time-no problems. I have worn contact lenses for 28 yrs and never had any major problems with them or any solutions. In 2007, I suddenly had a sensation of something in my right eye. I immediately removed both contacts, but the pain got increasingly worse over the next 12 hours. I went to the ER around 6 am the next day, because the pain was excruciating, as well as severe redness, tearing, and sensitivity to light. I was dx in the ER with a "contact lens injury" and put on gent gtts and lortab. I was told to put my lenses back in 24 hrs. I did this, and my eye felt and looked better. I put in new lenses at this time. We left for vacation the next day, and by the third day, my right eye was again inflamed, very painful, red, etc, just like before. So I again removed both lenses and started the gent drops again. By the following day, the pain and light sensitivity was so excruciating, I had to return to the ER again. That dr. Said that I should not have put my lenses back in so soon, and continue my gent and see an eye dr. When I got back in town. Five days later, both eyes were involved, now with puss and matting. I called and got an rx for tobradex from my eye dr. I started this the next month; I put my lenses in. So far, so good.